Manufacturer narrative:
The device was not available for investigation. There were no issues cited with the performance of the device. After performing an investigation into the event it has been determined that there was no other available information to suggest that the device caused or contributed to the event reported. Potential adverse effects that might be associated with the clarivein device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure using the clarivein ic as well as instructs the user to consult labeling of agents to be delivered prior to infusion. After the procedure, the patient said he felt great and was noting that the leg pain symptoms were already responding positively to treatment. Ultrasound scan was done 48 hours after treatment. The patient had no evidence of dvt or junctional thrombus. 8 days post clarivein procedure the patient presented at a hospital with pe symptoms. He had a duplex ultrasound done at the hospital that reported no evidence of dvt. At the hospital angiography confirmed the diagnosis of pulmonary embolism in the right lower lobe. Physician has reported that the patient is doing well after receiving treatment.

Event description:
Dr. (B)(6) reports a patient developed a pulmonary embolism (pe) 8 days post procedure where clarivein was used to deliver sodium tetradecyl sulfate 1%, 5 cc. Patient at high risk for pe secondary to active vasculitis (poly myalgia rheumatica) and chronic prednisone treatment. The pe happened 8 days post op. No evidence of dvt at or near the treatment site post treatment, before or during the pe episode. This pe could have happened secondary to venous thrombosis elsewhere and is possibly not directly related to the treatment.